Manufacturer narrative:
The following fields were updated due to additional information: d9. Returned to manufacturer: yes h.3 device eval by manufacturer? Yes d9. Device available for eval?: 18-mar-2026 investigation summary: bd received one contaminated sample and three unused samples from the customer in support of this complaint. The three returned unused samples were functionally tested and no separation was observed. For the contaminated sample, separation was also not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: separates during use. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 1 of 5. It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, the luer adapter and holder separate. This occurred with one patient and no adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka d2b. Common device name: tubes, vials, systems, serum separators, blood collection investigation summary: bd received three samples for investigation. Each of the three returned samples was used for functional tests, and no separation was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: separates. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 1 of 5 it was reported while using bd vacutainer® ultratouch¿ push button blood collection set, the luer adapter and holder separate. This occurred with one patient and no adverse impact was reported regarding the patient or user.